Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue.  It was observed that the internal hybrid layer capacitor (hlc) batteries were depleted.  Physio removed the digital pcb assembly for further examination where it was determined that the cause of the reported issue was a capacitor, designator c76.  C76 was electrically shorted, which led to 650 ua of excess current and depleted the internal hlc batteries; thus, preventing the device from powering on when prompted. The customer was provided with a replacement device.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on the readiness display and would not power on when prompted. There was no patient use associated with the reported event.